Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01; serial: (B)(6); UDI:(B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stated that the pi is working and is recognized by putting a moderate pressure to the pi to increase the contact. It sometimes loose the connection with the console, even fully connected with the cable. The console was not working even when it was connected to a brand-new interface. The problem comes from a bad connection between the pi and the nim connector pins. Then the p/I is not recognized. The surgeon completed the procedure without nim.

Manufacturer narrative:
H3: product analysis found that the customer's complaint cannot be confirmed: the pi connects properly to the console with a usb cable, through docking and also wifi. Several attempts were done, including inverting the cable, but the pi never lost connection. The bottom fuse decal is partially ripped off and the batteries are more than 2 years old. H6: previously applied codes fdm b17, fdr c20, fdc d16 and img g02005 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It's suspected that the connection issue was from the console. The technician tested the second p/I dock on the console but new patient interface did not help with this issue.

Event description:
It was reported that there was connectivity problem between the interface and the device as well as with the connectivity of the wired cable. There was no detection of the interface by the device and the wifi mode does not always activate. In addition, wired cable is only functional in one direction and not in the other. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01; serial: unknown; UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.